Event description:
During an endoscopy support specialist (ess) visit, the olympus representative reported that the customer was missing steps during reprocessing. It was reported that the customer did not have all the necessary equipment for reprocessing on site and in use. According to the report, this includes but not limited to brushes. In additional, leak testing has not been implemented as well as precleaning steps, and storage for the scopes was not according to the IFU. The reported malfunction occurred at reprocessing during an ess visit. There was no user issue reported by customer. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
It was reported that the ess advised the customer per the IFU on the reprocessing steps that should be conducted and how to leak test, brush and flush the scope to the manufacturer guidelines. All reprocessing personnel were trained on infection control information referenced in the user manual and how to properly reprocess an endoscope referenced in the manual. The device was not returned to olympus and could not be inspected. Nonconformity of the device was not found during ess¿s in-service. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. An endoscopy support specialist (ess) was onsite and confirmed the following nonconformities: watertightness inspection and pre-cleaning, in addition to the facility was not storing the equipment in the correct storage method according to the instruction manual at the facility. Additionally, it was confirmed there was no other information regarding the facility reprocess. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to human error. The event can be prevented by following the instructions for use (IFU) which state: chapter 7 cleaning, disinfection and sterilization procedures: 7.3 precleaning ¿preclean the endoscope at the bedside in the procedure room immediately following the procedure. When using the cyf-5, these steps are to be performed when the light source is turned off. When using the cyf-5a, the steps are to be performed when the suction pump is turned on and still connected to the endoscope. If the endoscope is not immediately precleaned, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ check the instruction manual and ¿confirm that it is necessary to clean the endoscope in advance at the bedside of the treatment room immediately after the treatment.¿ check the instruction manual, ¿perform a leak test of the endoscope after pre-cleaning, and confirm that it is necessary to confirm the waterproofness.¿ chapter 9 storage 9.1 storage ¿ the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Do not store the spectrometer in direct sunlight, at high temperature, in high humidity or exposed to x-rays and / or ultraviolet-rays. These could damage the microscope or present an infection-control risk.¿ ¿ prior to storage, detach all removable parts from the endoscope. Removing the suction valve and forceps / irrigation plug will allow air to circulate through the channel of the endoscope and will assist drying.¿ ¿ do not store the endoscope in the carrying case. Use the carrying case only for shipping the endoscope. Routinely storing the endoscope in a humid, non-ventilated environment such as the carrying case may present an infection control risk." Olympus will continue to monitor field performance for this device.